Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with moderate calcification, moderate tortuosity and 30% stenosis. The 4.5x80 mm supera self expanding stent was implanted without issue. When the delivery system was removed, the tip of the delivery system was found to have separated when outside the anatomy. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with the moderately calcified, moderately torturous and 30% stenosed anatomy and/or other devices resulted in the reported tip material separation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.